Event description:
An 3.75 guide catheter was used to engage the left main artery. A prowater wire was used to wire into the first marginal branch and a balance middle weight (bmw) wire was used to wire into the second marginal branch. It was very difficult to pass any balloons into the first and second marginal branch due to the previously placed stent. After a 1.25 balloon was used to balloon the second marginal branch, upsizing balloon angioplasty was performed with a 2.0 balloon, 2.5 balloon, and eventually stenting was performed in the circumflex into the second marginal branch with a 3.0 x 18 mm resolute onyx drug-eluting stent deployed at 18 atmospheres. However, when the prowater wire was removed, it became caught on the previous stent struts and a 5mm segment of the wire tip became fractured and retained in the left circumflex coronary artery. It could not be retrieved and therefore, it was decided to stent it up against the wall of the left circumflex to safely exclude it from the lumen. This was done with another 3.0 x 18 mm resolute onyx drug-eluting stent deployed at 18 atmospheres. The retained wire tip was safely excluded from the lumen and stented up against the wall of the left circumflex behind the drug-eluting stent. Other staff present stated the wire was "frayed" and a small piece broke off.